Event description:
An ophthalmic surgeon reported that during the phacoemulsification phase of the surgery the aspiration stopped working and a system message was displayed. After changing the consumables and repriming the equipment functioned again and the surgery was completed. There was no patient harm. Additional information has been requested but not received to date. This is one of three reports being filled for this event. This report is for the 24th patient of that day.

Manufacturer narrative:
Evaluation summary: the system and the phaco handpiece were both examined and the reported event was not replicated. Both were tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).